Manufacturer narrative:
(Critical open book alarm) open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not switch on. Customer blood glucose level was unknown. The device will be returned for analysis.